Event description:
(B)(6) 2014: original procedure was finished and a type la endoleak was seen on the final CT. (B)(6) 2014: type la endoleak remains. (B)(6) 2014: type la remains. A re-intervention was performed to implant a stent-graft in the proximal part. Type la endoleak resolved. The pt is progressing well.

Manufacturer narrative:
UDI #: (B)(4). A full review of the device history record has been carried out with no anomalies identified. Product was manufactured and released for sale in accordance with specifications. There is no info to suggest that the device has not met the final release criteria. Type 1a endoleaks are listed in the lombard medical hazard analysis. No further update required. There is no evidence to suggest the device has not worked as intended. The company now intends to close this complaint and will continue to monitor trends in accordance to quality system procedure.